Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Electric dermatome, serial number (B)(4), was manufactured on march 11, 2013 was over 3 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome revealed no significant cosmetic damage to the hand piece. The thickness control lever operated as intended and there was no apparent damage to the power cord. The master blade sat flush with the control bar and the safety switch functioned as intended. The device was tested with the electric dermatome test power supply it #7247 under stroboscope it #929, and did not power on. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged head, neck, calibration shaft, and width plates. Electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was cutting too deep and tearing skin¿ was non-verifiable as no testing was able to be performed to try to replicate the reported event. However, during the initial inspection it was noted that when the device was tested it did not power on. Based on the information that was provided the root cause of the reported event could not be specifically determined. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was cutting too deep and tearing the skin. No adverse events have been reported as a result of the malfunction.